Event description:
It was reported that while reaming for the lag screw, the guide pin became lodged in the reamer and came out when the reamer was withdrawn. The reamer and pin were removed and a new pin was placed in the femoral head.

Manufacturer narrative:
This report will be amended when our investigation is complete.